Manufacturer narrative:
Product complaint (B)(4). Batch number p56w9m. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: can you please provide more event details? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? The device was not stuck on any tissue. The jaws were opened to release the tissue, then closed again but when the surgeon tried to open them again they would not open. The jaws were therefore stuck articulated so the surgeon was unable to remove the stapler through the trocar. The device and the trocar had to be removed as one at the same time to get the device out of the patients body.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that after firing, for the second time, the device became stuck in the closed position with some articulation still in place, making its removal from the port impossible. The staple line was intact, and was not stuck in the jaws.